Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The provided log files do not show a system malfunction that could potentially result in a high dose situation. The entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator can recognize the total dose applied of the procedure at the monitor at any time. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. Furthermore, the system has been checked on site by a siemens customer service engineer and the system was found to be within specifications. The manufacturer is not considering further actions resulting from this event as no error has been recognized.

Manufacturer narrative:
The iqap tests were done by a siemens service engineer and the system was found to be within the country specifications. The iqap indicated the air kerma readings were lower than required but this would not lead to the increase in dose readings. All other values were within specifications. The physicist at the hospital has also checked the system and found that the system is functioning as designed. Furthermore, they did find the diamentor readings were too high which meant the patient was actually receiving a lower dose than reported. This is within specification of siemens healthcare and the country regulations. A more detailed investigation is ongoing and the results will be provided upon completion of the investigation.

Event description:
It was reported to siemens that a potential malfunction may have occurred with the artis zee biplane system. The user reported that over the last 3 months there have been more patients with doses above 3 gray than in 2018. This occurs on difficult cases that require more than normal radiation to complete the case and the user is concerned there is a problem with the system leading to the increase in patients with significant dose levels. At this time there is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.